Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (1) kit sizer sensor pca / syr requires replacement for unspecified issues .although requested there was no additional information provided at this time.